Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the reported product condition or to determine if it restricted insulin delivery and contributed to the reported high blood glucose. No product lot number was specified, so no qualification record review could be performed. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
Customer reported that on (B)(6) 2011, his blood glucose reached 460 mg/dl (time not specified). He didn't smell insulin or feel any wetness at the insertion site. He did observe a small kink in the cannula; he was not sure whether it happened during device removal or while it was being worn. The product was discarded.